Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the customer had high blood glucose level. The customer¿s blood glucose level was 531 mg/dl at the time of incident. The customer¿s current blood glucose level was 540 mg/dl. The customer was feeling tired as symptom of high blood glucose level. The customer was treated with shots for high blood glucose level. The drive support cap was normal. The customer reported cannula was straight. The customer removed reservoir, rewind and reinserted reservoir and ran manual prime and fill tubing with current set and found that insulin exited. The insulin pump will not be returned for analysis.